Event description:
It was reported that the implantable pacemaker device exhibited premature battery depletion (pbd). This device needs to be replaced. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker device exhibited premature battery depletion (pbd). Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.